Manufacturer narrative:
Case data revealed that when the sweep began to decrease, pco2 auto-regulation was engaged. Feco2 was falling, which made pco2@37c fall, so auto-regulation mode was decreasing the sweep in attempt to increase feco2. The pco2 auto-reg has a minimum sweep that it stops at, which is 0.1l/min to ensure that sweep is not completely stopped.

Event description:
User reported that although the po2 measurement was in the 300s on the device, another third-party device showed that the po2 had dropped significantly.